Manufacturer narrative:
Outcomes attributed to adverse event: a risk to the patient's health could not be excluded for these specific circumstances, since k-wires were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the two misplaced k-wires were corrected in the very same surgery. At the end of the surgery, all k-wires/screws were in their correct final positions as intended. The outcome of the surgery was successful as intended. There was no direct (or increased) risk of harm to a critical structure due to the deviated k-wire placements. There was no actual harm/negative clinical effect to the patient due to the deviated k-wire placements (nor to the prolongation of anesthesia/surgery by approx. 60 min). There are no further medical/surgical remedial actions necessary, done or planned for this patient, nor was hospitalization prolonged. Adverse event problem: according to the results of this brainlab technical investigation and the information provided by the hospital, it can be concluded that the root cause of the inaccurate placement of both k-wires (at left l4 and left l5) done with the aid of navigation and deviating by approximately 10 mm inferior from their intended position, was most likely a decalibrated ziehm vision rfd 3d c-arm that was used to acquire the patient image that was automatically registered to navigation and accepted by the user for the procedure. A decalibrated c-arm (due to e.g. Improper handling, misuse, damage, etc.) Will result in an inaccurate registration result. Details: the user had reportedly detected a navigation inaccuracy on the patient registration during the verification step, but still accepted the (inaccurate) registration to use with navigation to perform surgical steps for k-wire placements. Brainlab support noted inconsistencies with the registration accuracy after the first post-case complete recalibration (by ziehm and brainlab) was performed, and further investigation of the c-arm's log files by ziehm identified potential issues with the c-arm axes and/or brakes. As brainlab navigation accuracy during post-case testing onsite appears to have been influenced only by ziehm's recalibration of the c-arm (i.e. Brainlab hardware, software, and setup/workflow for calibration and navigation has remained constant and unchanged), it's reasonable to conclude that issues with the c-arm had likely caused it to become decalibrated before the occurrence date of this case, and the use of the decalibrated c-arm for automatic image registration at this procedure resulted in an inaccurate patient registration that led to the incorrect k-wire placements. Apparently, a deviation between the registered patient image in the navigation display and the actual patient anatomy was recognized by the user during verification of the registration accuracy (before accepting). Despite acknowledging a navigation inaccuracy, the user decided to accept the registration and proceed with using (inaccurate) navigation to plan and/or perform invasive surgical steps for k-wire placements at left l4 and l5. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Usage of device: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. Already done: the ziehm vision rfd 3d c-arm at this site has been recalibrated by ziehm and brainlab on july 15, 2021. Following this recalibration, extensive testing by brainlab support the same day has confirmed that navigation is now accurate.

Event description:
An minimally invasive surgery (on (B)(6) 2021) on the lumbar spine for a l4 - iliac fusion for a sacral fracture, with intended placement of 6 screws for fixation (l4 - l5 screws and sacroiliac screws), was performed with the aid of the display by the (B)(4). During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the (left) iliac crest using the 2-pin fixator with schanz pins. Acquired a 1st patient scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation, verified but did not accept the registration. Acquired a 2nd patient scan (using the same c-arm/registration method), verified and accepted the registration. Placed the left iliac-sacral screw presumably using aid of navigation (data analysis suggests use of a navigated power drill). Acquired a 3rd patient scan (using the same c-arm/registration method), verified and accepted the registration. Placed the right iliac-sacral screw presumably using aid of navigation (data analysis suggests use of a navigated power drill). Acquired a 4th patient scan (using the same c-arm/registration method), verified registration and detected a deviation, but still accepted it to proceed. Placed a k-wire in left l4 using aid of (inaccurate) navigation (brainlab 3.2 mm drill guide). Acquired a 5th patient scan (using the same c-arm/registration method), but did not use it (it did not capture l4-l5). Acquired a 6th patient scan (using the same c-arm/registration method), verified registration and detected a deviation, but still accepted it to proceed. Placed a k-wire in left l5 using aid of (inaccurate) navigation (brainlab 3.2 mm drill guide). Acquired a 7th (final) patient scan that confirmed the k-wires in left l4 and left l5 were not placed as desired (deviating by approx. Same amount and in same direction). Abandoned use of navigation, removed the inaccurate k-wires and revised them conventionally under fluoroscopic guidance. Completed the remainder of the procedure also conventionally. According to the hospital/neurosurgeon: the two misplaced k-wires were corrected in the very same surgery. At the end of the surgery, all k-wires/screws were in their correct final positions as intended. The outcome of the surgery was successful as intended. There was no direct (or increased) risk of harm to a critical structure due to the deviated k-wire placements. There was no actual harm/negative clinical effect to the patient due to the deviated k-wire placements (nor to the prolongation of anesthesia/surgery by approx. 60 min). There are no further medical/surgical remedial actions necessary, done or planned for this patient, nor was hospitalization prolonged.